Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: the synergy ous mr 3.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that from the 8th proximal row up to mid-section of the stent, stent struts were pulled, stretched distally and lifted from their crimped stent positions. The undamaged section crimped stent maximum outer diameter (od) was measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Angiography was performed and revealed 80% stenosed target lesion located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilation was performed, a 3.00 x 32mm synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.